Manufacturer narrative:
The event occurred on an unspecified date "three or four day ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin anti-inflammatory drug (oral, dose, frequency and duration were not reported) and unspecified drug for infusion for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was continued during the treatment. No additional information is available as the reporter declined follow up.